Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect front panel part number 16558 and serialized with (B)(4) rev. E for investigation. The fa group performed a visual inspection and found fluid ingress with delamination of the touch screen. The fa engineer installed the front panel onto a test device and cycle the device on, which duplicated the reported device behavior. At this time, the reported event was confirmed and duplicated. The component root cause is associated with a component hardware design issue. This component hardware design issue has been addressed on engineering correction order (eco) (B)(4).

Event description:
The customer reported a delaminated touch screen display on this ventilator device, during testing. The customer stated no patient involvement with this event.